Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with air in line alarm, which indicates that the alarm was false was confirmed and duplicated during product evaluation. This condition was caused by the pump's air in line (ail) printed circuit board (pcb) being out of calibration. The ail pcb was calibrated to correct this condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). A service history review revealed no previous service events were related to the reported condition of "constant air in line alarm, which indicates that the alarm was false." During previous service on (B)(6) 2007, the ail pcb calibration was verified and found within spec. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90.

Event description:
The facility representative reported a colleague infusion pump which experienced a constant air in line alarm, which indicates that the alarm was false. This event occurred during set-up. There was no patient involvement, and therefore no report of patient injury or medical intervention. The software edition is currently unknown. No additional information is available at this time.